Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported deformation due to compressive stress was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement of the device into the introducer inadvertent mishandling resulted in the reported/noted material separation. The reported bent shaft was unable to be confirmed. Interaction of devices and/or manipulation of the compromised device ultimately resulted in the noted premature activation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in femoral artery. The sheath of the 6.0x40mm absolute pro self expanding stent system (sess) became bent and separated during advancement in the introducer. Therefore, the sess was removed. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another stent was used to complete the procedure. No additional information was provided.